Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of telemetry difficulty the device did not interrogate and failed its uplink testing. It was additionally noted that the upper case lens was loose. The device was to be sent on for repair and restock. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head had telemetry difficulty. The rf head was returned. No patient complications have been reported as a result of this event.